Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl, because disconnect the insulin pump. The customer was assisted with troubleshooting. Customer states that they did received sensor updating and change sensor error alarm. The insulin pump will not be returned for analysis.